Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was explanted due to pocket infection. During the procedure it was noted that this lead was difficult to remove however was successfully explanted. No additional adverse patient effects were reported.